Manufacturer narrative:
A follow up will be filed if additional information is acquired.

Event description:
Provider states that the two ball bearings at the tip of the quick release axle have come apart there the quick release axle no longer works. No additional information provided. Protocol questions do not apply.